Manufacturer narrative:
According to investigation, the product was produced and sold in 2013. The date of complaint was 2017. The life of the product was 3 years. The side panel and armrest parts are all plastic parts. They have reached the life expectancy and need to be replaced. However, the users who use the plastic products that exceed the life span and have been cracked. It was not properly used by the users, and have not changed them to the distributors according to the instructions. 1.check the k3 model in warehouse. Lot number: ak2017020057. It is qualified.(attachment 1) 2. According to sn (B)(4), we found the po (B)(4), lot no. Is ak2013100047. Totally 205 pcs k3 chairs. Check the inspection records. (Attachment 2) 3. The product aging test reported in 2011 was reported. After 690 hours of accelerated aging, the performance of plastic parts decreased by 50%. (Attachment 3) 4. Did the in house test again. (Attachment 4) it pass the test. And the product only can stride across the hole that diameter less than 36 mm, depth less than 12 mm. After the evaluation, the user across the larger and deeper holes, a larger size than the deeper hole, cause a fall. And it is also clearly stated in the instructions that auxiliary tools are needed when the wheelchair is back or forward. In order to judge the improper use of the user. 5. Check the product inspection records of nearly three batches of the same models. Lot no. Ak2017020053/ak20170220055/ ak2017020058 (attachment 5) 6. We checked the sales records of this product for nearly three months. We don't find any similar complaints about the related issues.

Event description:
(B)(4) is the initial importer of this device. The end-user locked the wheels of the device and attempted to stand by putting his weight on the armrests. The plastic on the right armrest and side rail cracked. The end-user allegedly received multiple cuts. A second incident two days later occurred when the front casters did not go over holes in the pavement causing the end-user to fall forward and hit his head. The patient sought medical attention due to bleeding, but no stitches were administered. Cuts were bandaged on both occasions. This report is based on information provided by end-user.